Event description:
On (B)(6) 2012, animas received information that the patient's insulin pump is not "delivering insulin correctly." Animas made several attempt to contact the patient to obtain more information but was not successful. This complaint is being reported due to the alleged inaccurate insulin delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed, and a supplemental report will be filed. No conclusions can be made at this time.